Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that when attempting to prime an impella cp pump, a "please connect the red plug" message was displayed on the automated impella controller screen. As it was not possible to proceed with the priming process, the console was swapped. There was no patient harm.

Manufacturer narrative:
Additional information provided in h3, h6 and h10. Console logs from the reported day of event are consistent with complaint and show that during case start, after step 3 prompt to connect pump is displayed on console screen, pump is not detected. After 20 seconds from the prompt, the epm circuitry is power-cycled, but because pump connection is still not detected, a message ¿connect grey connectors¿ is displayed on aic screen. After case start wizard was launched again, pump was still not detected after step 3 prompt, epm was power-cycled, and a prompt ¿connect grey connectors¿ was displayed again, indicating no pump connection was detected. Third attempt after re-launching case start wizard was unsuccessful. Console was tested on-site 5 hours later with a demo pump (sn: 6) which was detected, without issues, twice. Device logs from the backup console, show pump correctly detected and utilized for support for several days. Console was tested, but the issue was not reproduced, and service pump was able to be detected each time. Inability to detect pump, as evidenced in device logs, was consistent with an ¿epm crystal issue¿ failure mode, where i2c communication line between msc1210 microcontroller (epm) and eeprom in the pump red handle is not correctly established, due to impellatronic start-up issue. This intermittent pump detection failure occurs infrequently and has a mitigation in place. However, it appears that the mitigation mechanism was unable to resolve the issue, most likely due to some additional intermittent malfunction of impellatronic board. Replacement of impellatronic assembly was completed and functional check of the console was performed.